Event description:
A possible kidney infection was reported. The patient was obtaining treatment for the infection. Also, it was reported that patient got a shock from her device when she went through a security gate. Additional information was requested from the patient's physician.

Manufacturer narrative:
Patient code: 2554 - labeled yes. Patient code: 2120 - labeled no. Device codes: 1574, 1194 - labeled yes.